Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in hospital feeling tired. The pulse generator was in backup mode and was unable to be interrogated. The device was explanted and replaced on (B)(6) 2015.